Manufacturer narrative:
D10 concomitants: 4367368 200-02-26 - three peg patella 26mm. 4452253 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 4453938 02-010-01-0320 - logic femoral ps cem right sz 2. 4454105 201-78-15 - holding pin mini sharp point 4 pk. 4477475 201-78-81 - 3" trocar, mod. Hex 2pk. 4477513 201-78-81 - 3" trocar, mod. Hex 2pk. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported via legal documentation that approximately 79 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling/edema and joint laxity. No further issues or complications were reported. No additional information is available.